Event description:
It was reported that the patients ipg had depleted after being implanted for only nine months. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The ipg was discarded and will not be returned.

Manufacturer narrative:
The ipg was in service for 271 days, which is about nine months, with an energy use index range of 15, and the expected range would be about 28 months per the direction for use. The patients data also shows a sudden battery drop in voltage which coincided with the implant procedure. The incident shortened the device longevity significantly. Lab analysis of the device did not reveal any anomalies. The root cause has not been determined, but the proximal cause has. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. A timestamp identified stimulation was turned on at a very high value and remained at an elevated level of its maximum of 18 volts for a period of time. Two possible hypothesizes present themselves. Either the compliance voltage algorithm has a failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, to enable the stimulation. With all the available information, boston scientific concludes that the patients implantable pulse generator battery depleted earlier than expected due to an unknown event that coincided with the implant procedure. Laboratory analysis determined that there was a sudden drop in battery voltage which partially depleted the ipg battery and caused a continued high energy consumption throughout the use of the device, resulting in early implantable pulse generator battery depletion.

Event description:
It was reported that the patients ipg had depleted after being implanted for only nine months. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The ipg was discarded and will not be returned.